Event description:
It was reported that a user experienced a temporary loss of glucose readings on the ilet system while using a dexcom g7 cgm, described as three lines and a lost connection, after which readings resumed without further assistance. Symptoms included no reported adverse clinical effects and blood glucose was not affected. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting guidance readiness and user education, though the user declined further steps once readings returned. Investigation of this case revealed a transient communication interruption between the cgm and the ilet controller, with no evidence of device malfunction once connectivity was restored. It was concluded, based on previously established findings for similar reports, that the cause was probable intermittent signal loss.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.